Event description:
During a laparoscopic cholecystectomy procedure, it was reported that the tip detached from a sensing tip obturator. The pt was not impacted by the alleged incident, since a puncture to the body was never made. A device history analysis can't be performed since the lot number information of the device was not provided by the customer.